Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During disinfection of the sample, a leak was traced to the backside of the cassette (on the cassette film). During visual inspection of the device under a microscope, holes were observed in the cassette film. A device history review (DHR) was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. No nonconformance reports or other abnormalities during the assembly of this lot were found. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, due to the holes identified in the cassette film, and the leak that occurred during disinfection of the device, the investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Correction: section h3 on previous report, follow-up # 1, was inadvertently omitted. The "additional information" and "device evaluation" boxes should have been checked.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient reported to technical support (ts) that a fluid leak occurred during their peritoneal dialysis (pd) treatment. There were multiple alarms that occurred prior to the leak. The reported alarms that occurred include a patient line is blocked alarm and an air detected in cassette alarm. The fluid leak was found after treatment was ended and the patient opened the cassette door to remove the tubing set. At this point, the patient observed fluid leaking out of the cassette door. The cause for the leak was not known. The ts representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was treated with prophylactic antibiotics provided by the clinic via intraperitoneal administration (unspecified start date, strength, dose, type). The patient received their new cycler and the reported cycler has been returned to the manufacturer for physical evaluation. The cassette used by the patient was also available to be returned for evaluation.